Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. The failure to advance and resistance with the guiding catheter could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the target lesion was in the left renal artery with heavy calcification. The herculink elite 6.0 x 15 mm stent could not be advanced through a 6 french guiding catheter. It was retracted and the guiding catheter was exchanged for a 7 french guiding catheter. The stent was then re-advanced and was able to pass through the guiding catheter without issue. However, the stent could not cross the lesion and during the crossing attempt, the stent dislodged. The dislodged stent remained on the guide wire and was retrieved by slightly inflating a non-abbott balloon inside the dislodged stent and withdrawing as a unit with the guiding catheter. A new 6 french guiding catheter was advanced and a herculink elite 5.5 x 12 mm stent was advanced and implanted without issue. The final patient outcome was reported to be good. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.